Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.

Event description:
A male pt underwent evar on (B)(6) 2011. The physician found a captor valve did not adequately seal during the procedure, resulting in excessive blood loss through the valve, which had to be controlled by inserting a sheath through the valve over a lunderquist.